Event description:
It was reported that pump triggered cartridge alarm 20 while customer was using insulin pump, and there was no indication that issue occurred during cartridge loading process or that similar alarms had been previously reported for this pump. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance on proper cartridge loading technique, successfully loaded new cartridge, and was able to resume insulin therapy, and original cartridge lot information was not available.